Event description:
The reporter contacted animas on (B)(6) 2018 alleging that the battery cap would not stay secured properly to the pump and noticed moisture in the battery compartment. The reporter stated the battery cap had been replaced one-to-three months ago. There is no indication the alleged product issue caused or contributed to an adverse event. The reporter denied any damage to the pump. The device was returned to the manufacturer and investigation completed (B)(6) 2018. On investigation, the battery compartment was noted to be cracked with moisture corrosion inside the battery compartment. Leak testing revealed moisture ingress into the battery compartment at the site of the battery compartment crack. There was no damage, defect or contamination of the pump¿s interior components. Investigation confirmed the complaint. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.